Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within two days post implant, the patient had cardiac tamponade from a right ventricular (rv) lead perforation. Also, one day post implant the rv lead had an increased threshold. On the day of the cardiac perforation, the rv lead had no capture. It was noted that an echocardiogram was done and thoracentesis was not required. The right atrial (ra) lead p wave sensing had also decreased from 5.4 millivolts at implant to 1.2 millivolts. The rv and ra leads were both repositioned and remain in use. No further patient complications have been reported as a result of this event.